Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump battery was hot to touch while charging. There was no reported impact to customer's blood glucose. The customer declined to provide further information and declined follow up from tandem technical support.